Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), male pt in cardiac arrest, the device displayed a fault code and then failed to discharge. The complainant could not recall the fault code that was displayed. The complainant also indicated that the device displayed a "defib pad short" message. The device was turned off/on and then worked appropriately to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.